Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited varying shock impedance measurements with one measurement greater than 125 ohms. Data review was requested. A boston scientific technical services consultant confirmed the measurements looked normal for single coil variability and discussed device functionality and provided explanations for the variance. The consultant identified atrial undersensing and recommended further evaluation of the associated atrial lead. No adverse patient effects were reported.